Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. A field service engineer found that tower doors 1, 2, and 4 were not detected on the communication bus. The fse checked the settings, turned off the wi-fi and bluetooth network adapters, and reset the adapter responsible for communicating with all drawers and doors. Following these actions, the station was retested with the charge nurse and pharmacy technician. The repair was successfully tested with the customer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, tower door had failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.